Event description:
After two coils were successfully deployed into the bilobed internal carotid artery (ica) terminus aneurysm with balloon assistance, a loop of one of the coils protruded into the parent artery. The physician deployed a stent from the ica to the anterior communicating artery (acomm) to secure the protruded portion onto the parent artery. It was reported that post procedure, the patient suffered a stroke in the acomm territory and was administered reopro and acetylsalicylic acid (doses unknown). The patient's was reported to be in good condition.

Event description:
After two coils were successfully deployed into the bilobed internal carotid artery (ica) terminus aneurysm with balloon assistance, a loop of one of the coils protruded into the parent artery. The physician deployed a stent from the ica to the anterior communicating artery (acomm) to secure the protruded portion onto the parent artery. It was reported that post procedure, the patient suffered a stroke in the acomm territory and was administered reopro and acetylsalicylic acid (doses unknown). The patient's was reported to be in good condition.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. A ship history review identified three lots that were supplied to the user facility prior to the reported event. The device history review on the three lots confirmed that the devices met all material, assembly and performance specifications. Information available indicated that removal of an undeployed coil from the aneurysm may have caused the loop of one of the two previous implanted coils to protrude into the parent artery. In addition, the physician believes that the cause of the patient¿s stroke was due to the coil loop being exposed into the parent vessel. Stroke is a risk associated with endovascular procedures and noted as such in the directions for use (dfu). Based on the information available, it is likely that procedural factors encountered limited the performance of the device. Therefore, a root cause of operational context has been assigned to this event.